Event description:
A 25 mm flexible drill bit broke while drilling for screws for a total hip. Part: d2274-25-500, lot # pg 257211. Dr and depuy rep in room and aware. Wound was explored. Xray was obtained intraop in per standard protocol. Dates of use: (B)(6) 2018.